Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "motor grinding" which was reproduced at power up as system error 105. System error 105 was confirmed through a review of the event history log and found to be caused by a seized (grinding) motor. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump had motor grinding, which was clarified during baxter's evaluation as system error 105. It was also reported there was no patient involvement.